Event description:
It was reported that the user experienced elevated blood glucose after a trainer changed ilet settings about two weeks prior, and the user requested reverting to the prior settings. Symptoms included hyperglycemia with a peak of 366 mg/dl. Outcomes included troubleshooting and education provided, with no alerts or alarms reported. Investigation included user coaching and review of device use. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.